Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged symptomatic subtalar joint arthritis (pain) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by university of thessalia, orthopedics, greece. The title of this report is ¿arthroscopic ankle arthrodesis¿, published on june 01, 2007, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2007.0695. This report includes analysis of the clinical data that was collected on 74 patients, and the cases in this study range from august 1998 and october 2005. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 3 patients experienced symptomatic subtalar joint arthritis (pain), which required triple arthrodesis. The report states,¿ six ankles (four in group a and two in group b) developed symptomatic subtalar joint arthritis during the followup period at 6, 15, 18, 24, 40, and 50 (average 25.5) months after the ankle arthrodesis. Three ankles have had a triple arthrodesis. ¿

Event description:
The manufacturer became aware of a literature published by university of thessalia, orthopedics, greece. The title of this report is ¿arthroscopic ankle arthrodesis¿, published on june 01, 2007, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi: 10.3113/fai.2007.0695. This report includes analysis of the clinical data that was collected on 74 patients, and the cases in this study range from august 1998 and october 2005. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 3 patients experienced symptomatic subtalar joint arthritis (pain), which required triple arthrodesis. The report states,¿ six ankles (four in group a and two in group b) developed symptomatic subtalar joint arthritis during the followup period at 6, 15, 18, 24, 40, and 50 (average 25.5) months after the ankle arthrodesis. Three ankles have had a triple arthrodesis. ¿

Manufacturer narrative:
Correction: link to the published article: https://doi.org/10.3113/fai.2007.0695.